Event description:
The event is reported to have occurred in 2008. During an unknown procedure, the tip of the anoscope came off. The tip had to be removed from the patient, manually (fingers or forceps).

Manufacturer narrative:
A review of our complaint database was conducted resulting in 2 previous re ported events dating back to 2002. Coopersurgical anticipates the return of the subject device, however, as of this report the device has not yet been returned. This report will be supplemented as new information is learned and/or the subject device is returned.